Event description:
It was reported that during the reprocessing of a da vinci fenestrated bipolar forceps instrument, a frayed cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that one grip cable was frayed at the distal idler pulley. The frayed strands stuck out at the instrument's wrist. The other cables at the wrist were intact and undamaged. Failure analysis investigation also found the following additional damages to the instrument: the instrument yaw pulley had a char mark near the conductor wire. As a result of the damage, there was a gap measuring approximately .0481 near the distal clevis ear where material was missing. One conductor wire exhibited missing insulation coating, exposing the grey metal wiring beneath the char marks. The evidence was inconclusive, but energy likely released at the location of the damaged conductor wire. The instrument passed electrical continuity testing. The instrument was also tested on an in-house system for cautery and passed, however, energy was released from exposed wire. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable, as well as the missing material of the yaw pulley and conductor wire, could likely cause or contribute to an adverse event, if the malfunction were to recur.